Event description:
During a permanent implant procedure, an extension would not insert into one of the ipg header ports. A second attempt was made to no avail. The ipg was replaced and the procedure was successfully completed.

Manufacturer narrative:
Evaluation: results: testing revealed the bal seal at pin 13 was not properly set within the assembly housing. A rigid lead was used to force the spring from the obstructing chamber. The bal seal spring became operational and a normal lead was successfully inserted into the port. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.